Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Visual test was performed- found damaged dso seal, damaged battery compartment. Functional test was performed- found defective dso sensor. Occlusion test was used. Customer problem was duplicated. The cause was a defective dso sensor. The dso sensor, dso seal, and battery compartment will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that an alarm for cassette misplaced went off. There was unknown patient involvement and unknown patient harm/adverse event reported. The customer stated that there is no additional information regarding the event.